Event description:
It was reported that the camera head was broken, the telescope holder had become loose and the image wobbled in and out of the screen. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: coupler unit was loosened and the image had white dots. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image wobbles due the coupler unit is loosened and the image had white dots due the head unit was worn. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.